Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm model #: sc-4316 lot #: 16280943 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and leads explant procedure due to a need for magnetic resonance imaging (MRI). No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.